Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 810:11; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with error code 810:11 was confirmed but not duplicated during product evaluation. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was recalibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.